Event description:
During hta ablation using equipment manufactured by boston scientific, rptr rec'd multiple 2nd and 3rd degree perineal burns. The physician documented on the surgery report that the burns were 1st degree, treated with silver nitrate and were minor in nature. Eleven days post procedure healing is minimal, pain medication is still needed and antibiotic therapy has been initiated. The physician will not see rptr until 15 days post procedure though he did order antibiotics when rptr called the office to notify him of the pain and continued sloughing of tissue.